Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that frequent etco2 module alarms with masimo cannula. The clinician stated "there is a disconnect between the masimo cannula tubing and the respiratory rate alarm on the pump¿ and reported that while using the same cannula philips monitor, there were no issues. This was reported to bd representatives during their site visit. There was patient involvement but no harm.